Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2.5mm x 80mm x 150cm sterling¿ sl balloon catheter was selected for use and advanced to dilate the lesion; however, the balloon was stuck on the wire. The balloon and the wire were removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.